Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is underway. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. A root cause investigation is underway by the battery supplier. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that the battery was unable to power on a monitor.